Manufacturer narrative:
(B)(4). The device was returned to baxter and no evaluation was performed. The evaluation confirmed (through history log) the system error 322 but could not reproduce it. The specific cause was undetermined. The upper and lower auxiliary assemblies are known contributing factors to this alarm and were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a device is alarming system error 322. It was also reported that there was no patient injury.